Event description:
Customer reported during the case, the tip broke off into the patient's soft tissue. There is not product coming. Dr. Decided to leave tip in soft tissue. Less than 4 mm.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4).